Event description:
Patient was revised to address discomfort. Discovered that the poly was pitted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the patient discomfort or verify the reported pitted polyethylene without the device to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.